Event description:
A pt reported being injected with juvederm ultra plus (lot number unk) "about a yr and a half ago" under the eyes. Immediately following the injection, the pt experienced "a lot of swelling and bruising" at the injection site. The bruising resolved without treatment within "a number of weeks" but the pt continues to have swelling under the eyes. Pt stated the original injector is no longer in practice. Pt has seasonal allergies but takes no medications, and no history of autoimmune disease. The pt previously received dermal filler in the lips with no adverse event. Further follow-up with the pt notes another physician prescribed "something to dissolve the product" (pt did not have the name of the treatment) and the symptoms have now resolved. The pt declined to give allergan medical permission to contact the injecting physician and/or the treating physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).